Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad engineer that during implant, the surgeon noted bleeding at the site of the apical sewing ring, between the felt and the silastic cylinder. The felt had separated from the inner cylinder. The surgeon decided to use a new sewing ring. The pt remains ongoing and no further issues were reported.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.